Event description:
Alydia health received a jada experience survey (jes) on (B)(6) 2022, that reported jada did not stop the postpartum hemorrhage (pph) and noted, "pt. Had undiagnosed increta, thus jada did not work" in the area on the survey designated for feedback when 'jada did not stop bleeding'. The patient in this case is described as multiparous and obese, current pregnancy is multiples with pre-eclampsia. Her pph started on (B)(6) 2021, within one hour after an emergency cesarean section delivery. The amount of blood lost prior to jada was "2.5 l to 3.0 l." Prior to jada treatment she received unknown dosages of hemabate, cytotec and txa. After jada insertion the patient received unknown amounts of packed red blood cells, fresh frozen plasma, and major transfusion protocol was initiated. Total blood loss after use of jada was noted as "unsure." There is no other information for this case provided on this survey.

Manufacturer narrative:
Based on the overall information currently available in this report, there is no clear evidence that the jada system caused or contributed to the need for any interventions (including massive transfusion protocol) to preclude permanent body damage/impairment. The reported undiagnosed placenta increta may provide a more plausible alternative explanation for the uncontrolled abnormal post-partum bleeding. Per the jada system IFU: "precaution: the safety and effectiveness of the use of jada in patients with placenta accreta have not been evaluated.", "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding.", "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada." And "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding." However, out of an abundance of caution, the company will report this case as a serious injury MDR.